Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. There was no data in the share log to review. Confirmation of the complaint could not be determined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product, or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury, or medical intervention was reported.